Event description:
Boston scientific received information from the local representative that from the physician's perspective, there are no allegations of device malfunction that may have caused or contributed to the patient's death. The physician commented that the procedure may have contributed; however, obstructed airway, thrown clot are being considered as possibilities. The local representative was unaware if the device was explanted post-mortem.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) for a scheduled implant procedure on (B)(6) 2017. Utilizing a 3-incision technique, the device and electrode were successfully implanted. The patient was very sick and the patient's medical history was significant with low ejection fraction (ef) in the 20-25% range, ischemic coronary artery disease (cad) and status post-CABG (3-4 years ago). Sternal wires were present and the physician took care to avoid sternal wire-electrode contact. Initially, the physician had difficulty with inducing the patient into an arrhythmia during defibrillation threshold testing. During the 2nd attempt, a ventricular arrhythmia was induced and was successfully terminated following shock delivery. The time to therapy was 12 seconds associated with a post-shock impedance of 72 ohms. Approximately two minutes later, the patient developed complete heart block with rates in the 20 bpm range. The patient recovered temporarily and then redeveloped hb again. A temporary pacing catheter was inserted; however, no capture was identified. Cardiopulmonary resuscitation (CPR) was performed for 30 minutes. A surgeon set-up extracorporeal membrane oxygenation (ECMO). The patient's rate normalized and then following ECMO, some sinus tachycardia (120 bpm) was observed. The physician felt that because of the patient's medical condition, no further testing was undertaken. There were no allegations of device malfunction. Boston scientific received information that this patient died on (B)(6) 2017.